Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2014; 511211 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had under-sensing. The lead is still in use. No patient complications have been reported as a result of this event.